Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral head. The complaint is under investigation. Once the investigation is completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08962.

Event description:
It was reported that the patient underwent a right shoulder arthoplasty on an unknown date and is now being considered for a revision due to dislocation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
The following report is being submitted to relay additional information received. Concomitant medical products: unknown humeral bearing, unknown humeral stem. Unknown glenoid baseplate. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.